Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient is a poor surgical risk as they have had mrsa on their legs before. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they are a poor surgical risk (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the receiver site. On (B)(6) 2025, antibiotics were prescribed, the receiver site was opened, drained, the wound was sutured shut, and the patient was cleared to start wearing the device. As of (B)(6) 2025, the patient is doing well.